Event description:
It was reported to medtronic minimed that the customer experienced open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with constant critical pump error alarm/open book image after battery installation. Unit was successfully download using thump software. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error (open book image) alarm. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using pump detailed trace it recorded pump error 63 and pump error 4. Pump error 63 (variable = 2, file number =49, 2006 line number =19825, 704) was triggered three times confirmed on 04/11/2024 from 12:00:01 until 12:00:09. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd test failed. Pump error 4 (file number = 32122 and line number = 2690) occurred twice on 04/11/2024 at 12:00:09 and 22:00:19. Pump error 4 were the consequences of pump error 63 and were expected. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Unit also received with scratched case and corroded battery tube. In conclusion, customer concern for critical pump error (open book image) was confirmed due to moisture damage confirmed on electronic assemblies. Pump error 63 and pump error 4 were confirmed due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.